Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). According to service report from depot in mahwah, dated on 2019-03-22, a defective motor control board (pcb) has been found. The pcb has been return for further investigation at maquet life cycle engineering (lce).

Event description:
Internal reference: (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Lce performed the investigation according to the report #(B)(4) on 2020-04-23 with the following outcome: an rpm motor control board (material number 70105.3026 and spare part number 70100.7759), hereinafter called the dut, was received for investigation. The dut was visually inspected. No damaged or missing components were detected. The dut was assembled in an lce rpm test device. The device was powered by a hl20 machine with a power-supply-only extension cable. The service terminal was monitored. Upon startup, the pump head ran at maximum speed in the counter clock direction, an alarm was triggered and the error message ¿err. S-stop¿ was displayed. In the service terminal report the safety-stop test was registered as failed; therefore, the startup routine wasn¿t completed successfully. Control signals and the 24v voltage supply line deviated from the expected behavior. The transistor t1 was found to be defective and exchanged with a functioning one. The dut was tested again; the device completed startup routine successfully. The 24v voltage line and involved control signals behaved as expected. The cause of this damage can be related to a voltage transient or a statistical failure. Thus the reported failure could be confirmed. The most probable root cause of the described error is a defective power mosfet (t1). The "occurrence" rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
As stated by the customer: when connecting the pump (rpm) to the hl20 base and power it on, it immediately accelerates at a high speed and then stops and displays an error code. No known consequences to patient. (B)(4).